Event description:
It was reported the device could not be interrogated, had no telemetry and no output. The device was removed and replaced. No patient complications have been reported as a result of this event. It was further reported the device had premature eri (elective replacement indicator).

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: analysis revealed a no output and no telemetry condition, which was the result of high current drain internal to a tantalum capacitor. The capacitor is used as a pump capacitor in the pacing and regulator integrated circuit.

Event description:
It was reported the device could not be interrogated, had no telemetry and no output. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Analysis of the device is in process; results will be forwarded when available.